Event description:
The pt reported hearing intermittent, overly-loud sound sensations. Tests using the appropriate diagnostic equipment suggested that the device is not functioning according to manufacturer's specifications. The healthcare professionals and family decided to have the device explanted and a new implant placed. Explantation/reimplantation was done in 2000. Analysis of the device by the MFR showed a device fault.